Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to a follow up and complained of feeling lightheaded and not well. The pulse generator exhibited inappropriate mode switches due to far r sensing. A sensitivity change would be considered.